Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break at the tip or at the body? Is the broken needle available for analysis? Any photos available for visual analysis? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure it was reported that when close the abdomen the needle was broken, and then the suture was broken. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2022 additional information was requested, but unavailable: * did the needle break at the tip or at the body? * is the broken needle available for analysis? * any photos available for visual analysis? * please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail --------- all answers above are unobtainable. Once there is any update, we will update the information. The following information was received: update the event description: it was reported that the needle breakage at first, then the physician changed another suture, but the suture breakage occurred. The physician used another suture(same lot) to complete the surgery. No patient consequence reported. The impacted product shall be updated 2. After investigation, on (B)(6) 2022, the patient underwent open cholecystectomy (the specific patient's diagnosis was unknown). The operator used the w9236t for muscle suture in the way of continuous suture. During the suturing, the needle broke (the specific length of the broken end of the needle was unknown). The needle fell into the patient's body. The operator immediately visually looked for the broken end of the needle and found it. After removal, the integrity of the suture needle was checked. After confirming that there was no foreign body left in the patient's body, a new suture of the same batch was used to continue the suturing. The suture breakage during sewing, the operator replaced a new suture (the specific product information was unknown) to continue the sewing. The subsequent surgical operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific extension time was unknown). The patient has been discharged smoothly now. No subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.